Event description:
It was reported that there were jammed clips, some clips came at the same time, could be removed out of situs, took new instrument, no further information is available. Procedure: lap nephrectomy. There was no patient consequence.

Manufacturer narrative:
Date sent: 07/24/2007. Damaged jaws. Evaluation summary: the instrument was returned empty, locked out and with the jaws over twisted. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. However, a corrective action has been initiated for the over twisted jaws issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record reviewed and no anomalies were noted during the manufacturing process.